Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that when the physician closed the pocket, the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch, loss of capture and high pacing impedance. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were high pacing impedance, failure to capture, over-sensing noise and mode switch. The reported events of high pacing impedance, failure to capture and over-sensing noise were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found.